Event description:
Oversensing on the ventricular channel was reported. The therapies were deactivated and the patient is going home for an urgent admission for a new lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing processes for these devices were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided iegm excerpt revealed artifacts on the rv channel, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the artifacts. An analysis of the lead itself would be necessary to determine the root cause. An ICD malfunction is not suspected. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Oversensing on the ventricular channel was reported. The therapies were deactivated and the patient is going home for an urgent admission for a new lead. Should additional information be received, this file will be updated.